Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code bd indicative of battery depletion. Technical services (ts) was consulted and noted that in mid-november 2020 there were hundreds of magnet applications over the course of 5-6 hours. Ts suspects that the patient was having surgery. A prolonged period of magnet application which results in the device emitting beeping tones would have a temporary impact on power consumption. Ts recommended bringing the patient in to clear the bd alert and stop the beeping tones which are currently beeping 16 times every 9 hours. No adverse patient effects were reported. The device remains implanted and in service.